Event description:
It was reported that a transmitter battery issue occurred. Performance data was reviewed. A transmitter battery issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event/problem- corrected information e1 initial reporter first name- correction e1 initial reporter email address-correction e1 initial reporter street line 1- correction e1 initial reporter city- correction e1 initial reporter zip code-correction h2: type of follow up- corrected information.

Event description:
Subsequent to the initial MDR, a correction is required.